Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 100mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately five years later with hypertension and abdominal pain. It was reported that there appeared to be appeared to be a type ia endoleak and it appeared the suprarenal fixation was not attached to the stent graft fabric. A secondary procedure was carried out the next day. An endurant ii cuff was implanted up to the level of the renal arteries. Angiogram showed that there still appeared to be a type ia endoleak so 10 endoanchors were also implanted and another angiogram showed that the endoleak appeared to be resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Product analysis conclusion; the suprarenal detachment from the bifurcate and resulting stent graft migration and endoleak were confirmed; however the exact cause could not be determined from the returned films. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Contrast observed within the proximal aortic neck appeared most likely to be due to a type ia endoleak. A type iiia junctional endoleak seems unlikely as there appeared to be sufficient component overlap. It is possible that disease progression due to neck dilatation may have contributed to the suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate and proximal endoleak. The proximal portion of the suprarenal stents appeared well opposed to the aortic wall, and no clear suprarenal or aortic body stent fractures were observed. Additional information received: it was reported that when the patient returned for follow up, the aneurysm diameter had grown to 120mm with the type ia endoleak still persisting. Intervention was performed six weeks post the secondary procedure, where endoanchors were additionally implanted, it was reported this did not resolve the endoleak. No additional clinical sequelae were reported and the patient will be monitored. If information is provided in the future, a supplemental report will be issued.